Event description:
Account reports one incident in which the pt became bradycardic, (heart rate of 30). Health care professional attempted to administer push medication of atrophine above the regulator, however, was unable to administer. Health care professional attempted to regulate the caf regulator, and the regulator had "froze". Health care professional then injected bolus of medication into y-site below the regulator. Pt was transferred to intensive care unit until stable. After set change had been conducted. Health care professional stated he had a pair of surgical gloves on and turned and regulator as hard as he could until it finally gave way and turned.